Event description:
The pt had contacted lifescan and reported that their one touch basic enhanced meter kept displaying the insert strip message. There is no allegation of harm or serious injury. The pts meter displayed the insert strips message even after the test strips was inserted into the meter. During troubleshooting, it was verified that the pts testing technique was correct. They were asked to retest with a new vial of test strips, but the issue still persisted and the message still appeared on the display. Therefore, the issue was not resolved. They had visited their doctor since they were unable to test on their meter. They did not receive any treatment at the doctors office. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the pt experienced injury due to the product. This case is reported as a meter malfunction since the issue was not resolved with troubleshooting. The pt was sent a replacement meter and test strips.